Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use in a bd 60 ml bd¿ syringe with bd luer-lok¿ tip. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd did not receive any samples from the customer in support of this complaint. However bd received a photograph in the (B)(4) plant for evaluation. The photograph showed foreign matter in the syringe, therefore failure mode is verified. However, it is not clear what the foreign matter is, so root cause cannot be determined. No related issues or qns were found in the DHR. This is the first related complaint for fm on batch 7027730, material 309653. Bd was able to duplicate or confirm the customer's indicated failure mode. Conclusion: unable to determine root cause of the fm from the photographs provided.